Manufacturer narrative:
Unit received with button error alarm and had unresponsive buttons due to corroded keypad traces. Unit had cracked lcd window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot, broken reservoir tube lip and cracked case at reservoir tube window corner. (B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed button error after it got wet. Customer's blood glucose was 58 mg/dl at the time of incident. Troubleshooting was done for button error but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.